Event description:
On (B)(6) 2014, he had a boston scientific precision spinal cord stimulator implanted. On (B)(6) 2014, after complaining to his physician that the device was painful and it wss ascertained that there was malfunctioning lead and it appeared that the lead had been "fractured." The battery site was also hot to touch and painful. It was determined that he needed a revision. The device / hardware had malfunctioned. On (B)(6) 2014, the surgeon revised the stimulator. The battery was replaced. He also placed new percutaneous lead (16 contact lead). After the revision, my husband experienced constant pain. The stimulator seemed to be limiting his left arm even more and affecting his ability to grip even more than the natural progressive decline that is occurring. It began causing him more pain in his neck, middle and lower back. He had full feeling prior to the stimulator in all fingers and now has advanced tingling in his left thumb, pointing finger and middle finger. The reinforcement placed by the surgeon was oddly uncomfortable. The base of his neck felt as if being poked by the leads, leaving my husband to lie in bed in a specific uncomfortable position causing him much discomfort. The battery of the device is uncomfortable and is at times painful to the touch and red and puffy. The pain was debilitating. It was then determined the hardware had malfunctioned along with the battery causing irreparable damage. So we began to seek removal of the device. On (B)(6) 2015, the device was removed. (B)(6) has been bedridden since the removal of the stimulator. He has bouts of paralysis which can occur in and out of bed. He can't stand for more than a few mins, cannot bear weight on his legs and is mostly confined to the bed. He can no longer take care of personal hygiene without assistance. To put it bluntly, I bathe him and wipe his behind.